Manufacturer narrative:
Concomitant medical products: cadd lock box, therapy date: (B)(6) 2018. The customer¿s report of suspected tampering was not confirmed. Analysis of the pcu event log shows that on (B)(6) 2018 one pump module was infusing carrier at a rate of 10 ml/hr. From 10:44 am to 2:58 pm, the device recorded 40.97 ml delivered. During this time, the infusion was paused twice. A second pump module was infusing ketamine cont 250 mg/250 ml at a rate of 10 ml/hr. From 10:44 am to 2:58 pm, approximately 42.5 ml was delivered. During this time the infusion was paused twice. A pca module was infusing a pca dose + continuous infusion of amc/jv hydromorphone palliative/high dose 300 mg in 30 ml. The continuous rate was 0.75 ml/hr and each pca dose delivered 0.75 ml. From 10:44 am to 2:59 pm, the volume recorded as being infused was 12.004 ml. There were a total of 13 delivered pca dose requests and 2 undelivered dose requests due to the lockout interval. Also during this time, the keypad was locked and unlocked three times (at 2:27 pm, 2:28 pm and at 2:57 pm) using the tamper switch. The root cause of the customer¿s report of suspected tampering was not identified. No devices received, log review only.

Event description:
The customer reported that on (B)(6) 2018 at 0953 continuous pca hydromorphone 300 mg/30 ml was programmed under the palliative/high dose therapy profile at a rate of 7.5 mg/hr with a demand dose of 7.5 mg, and a 10 minute lockout. On (B)(6) 2018 at 1423 ketamine 250 mg/250 ml was programmed to infuse continuously at 10 mg/hr. The patient left the unit for one hour; prior to leaving, the rn ensured that the ketamine cadd lock box was locked and the pca tamper switch was enabled. When the patient returned, the rn noticed that the lock box was open; when asked, the patient's wife stated that it had been unlocked since the day before. The patient seemed sleepier than prior to the time off the unit. There was no report of patient harm or medical intervention. The customer requested analysis of the event logs for the programing and to determine if the tamper switch was enabled or disabled; the facility suspected patient manipulation with the programming of the ketamine.

Manufacturer narrative:
Cadd lock box, therapy date (B)(6) 2018. The customer¿s report of suspected tampering was not confirmed. Analysis of the pcu event log shows that on (B)(6) 2018 one pump module was infusing carrier at a rate of 10ml/hr. From 10:44 am to 2:58 pm, the device recorded 40.97ml delivered. During this time, the infusion was paused twice. A second pump module was infusing ketamine cont 250mg/250ml at a rate of 10ml/hr. From 10:44 am to 2:58 pm, approximately 42.5ml was delivered. During this time the infusion was paused twice. A pca module was infusing a pca dose + continuous infusion of amc/jv hydromorphone palliative/high dose 300mg in 30ml. The continuous rate was 0.75ml/hr and each pca dose delivered 0.75ml. From 10:44 am to 2:59 pm, the volume recorded as being infused was 12.004ml. There were a total of 13 delivered pca dose requests and 2 undelivered dose requests due to the lockout interval. Also during this time, the keypad was locked and unlocked three times (at 2:27 pm, 2:28 pm and at 2:57 pm) using the tamper switch. The root cause of the customer¿s report of suspected tampering was not identified.

Event description:
The customer reported that on (B)(6) 2018 at 0953 continuous pca hydromorphone 300 mg/30 ml was programmed under the palliative/high dose therapy profile at a rate of 7.5 mg/hr with a demand dose of 7.5 mg, and a 10 minute lockout. On (B)(6) 2018 at 1423 ketamine 250 mg/250 ml was programmed to infuse continuously at 10 mg/hr. The patient left the unit for one hour; prior to leaving, the rn ensured that the ketamine cadd lock box was locked and the pca tamper switch was enabled. When the patient returned, the rn noticed that the lock box was open; when asked, the patient's wife stated that it had been unlocked since the day before. The patient seemed sleepier than prior to the time off the unit. There was no report of patient harm or medical intervention. The customer requested analysis of the event logs for the programing and to determine if the tamper switch was enabled or disabled; the facility suspected patient manipulation with the programming of the ketamine.